Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: results from culture test were negative. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. Placeholder.

Event description:
Sales consultant reports that an explant procedure was done for a locking compression plate fracture to the left proximal tibia for a non union on (B)(6) 2013. The original surgery implant was performed on (B)(6) 2012. Surgeon had a culture done to rule out infection but results have not been obtained. A complete new replacement is scheduled in 2 weeks time. This report is for a 3.5mm lcp plate 8 holes 111mm. This is 12 of 13 reports for complaint (B)(4).